Event description:
It was found during nimbus professional mattress inspection that the mattress was overinflated due to automatt failure. There was no indication of patient involvement. No injury was sustained. The faulty automatt was replaced with a new one.

Manufacturer narrative:
The cause of the automatt overinflation is the incorrect circulation of the air in the automatt sensor pad (mattress base) due to a damaged inner tube. The tpu (thermoplastic polyurethane) tube may break over time due to the extruding force of the silicone tube and the external bending force, causing air accumulation in automatt. The mattress was not corrected as per the field safety corrective action ((B)(4), fsn-suz-001-2021). In summary, the nimbus professional mattress did not meet its specification since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. The complaint was assessed as reportable due to the mattress over-inflation (the faulty automatt). UDI in section d4: (B)(4). The device is distributed outside the us and no gudid information exists.